Manufacturer narrative:
D4 revised

Manufacturer narrative:
Additional information has been provided in h6. Corrected information has been provided in h3. The cause of the placement signal issue was sensor drift of the dp sensor as evidenced by data log analysis showing drift pattern and returned product reproducing the issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support, an impella rp flex had alarms for "placement signal not reliable". The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was reported to be available for return; however, at the time of this report, the device has not been returned for evaluation.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.